Manufacturer narrative:
(B)(4). The following additional information has been requested but not obtained to date: can you identify the lot number of product? Specific procedure name? Date of procedure? Date of event? Can you clarify what is meant by ¿drainage is drawing air¿? Were any anomalies noted of the drain condition upon placement? Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? Did the drain function as intended? Was drain removed after fulfilling need? Was a 2nd drain required to be placed? Where was the tip of drainage tube located? How was drain secured? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? What is the current status of the patient? What is the physician¿s opinion as to the etiology of or contributing factors of this event? Attempts have been made to obtain additional information and the device. To date the information and device have not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown ear, nose & throat procedure on an unknown date in 2019 and a drain was used. It was noted that the drain was drawing air. Further details were not provided. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1807125 - manufacture date 03-2018; expiry date 03-2023. Batch # j1810678 - manufacture date 03-2018; expiry date 03-2023. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Representative samples were received for evaluation. The drains were visually inspected; no non-conformities were detected. The drains were functionally tested and all the drains functioned properly, no leakage was observed. No failure or non-conformity were observed during evaluation of the received samples.